Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during the insertion phase surgeon encountered significant resistance. The balloon failed to advance through the sheath/arterial lumen, and they noted to be the balloon kinking. They are not able to push further. They reposition and still it's not going then they change the balloon because of the emergency situation with another rediguard 40cc and it went smoothly". No patient harm or injury. The patient status is reported as "fine".